Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, "trouble opening their mouth," redness, warmth, and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling addresses the reported event(s) as follows: 4. Warnings: treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks. Refer to the adverse events section for details. 5. Precautions: as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. 6. Adverse events: adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265), possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Treatment site responses reported by [less than or equal to] 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness. Device- and injection related adverse events occurring in [less than or equal to] 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%). C. Other safety data postmarket surveillance: juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® xc (also known as juvéderm voluma® with lidocaine) has been marketed outside the us since 2009 and in the us since 2013. The following aes were received from postmarket surveillance for juvéderm voluma® with and without lidocaine with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through postmarket surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, allergic reaction, abscess, paresthesia, vascular occlusion, drainage, necrosis, vision abnormalities, malaise, scarring, nausea, granuloma, deeper wrinkle, and dyspnea. Reported treatments include: antibiotics, steroids, antiseptic creams, hyaluronidase, anti-inflammatories, antihistamines, needle aspiration, eye drops, radio frequency therapy, hyperbaric oxygen treatment, laser treatment, ice, massage, warm compress, analgesics, anti-virals, ultrasound therapy, excision, drainage, and surgery.

Event description:
Physician reported a patient was concomitantly injected by another healthcare professional in the left and right mandibular area (1 syringe per side) with 2 syringes of juvéderm voluma® xc and in the nasolabial folds and marionette lines with 1 syringe of juvéderm vollure¿ xc. A couple of days later the patient experienced swelling in the jawline, trouble opening their mouth, and redness and warmth at the jawline. The physician thinks the patient has an infection and the symptoms are worse in the jawline and ¿tmj area.¿ at an unspecified time later, the patient went to the emergency room and was prescribed a medication but the physician does not know what it was. Six days after injection, patient was given a steroid and was prescribed bactrim two days after that. The patient had some improvement but the symptoms came back like the early stages of the symptoms. The patient saw their primary care physician at an unspecified time and they excised and drained the area and prescribed more antibiotics. This is the same event and the same patient reported under MDR ID #3005113652-2018-00689 ((B)(4)). This MDR is being submitted for the second suspect product, juvéderm voluma® xc.